Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on the information provided by endoscopy support specialist (ess). Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection but the reported failure was confirmed by endoscopy support specialist (ess). Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope showed small spots of what looked like flakes of material on scopes insertion and light guide tubes. The specks look like small pieces of "paint chips". There were no reports of patient involvement.